Event description:
Intermittent catheter patient's (user) wife said the patient was getting infections again. During follow-up, the patient said he was prescribed an antibiotic, took the full course, and had to be given a second dose of antibiotic to completely resolve the infection.